Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (4). It was reported that during a coronary artery stenting procedure a incomplete apposition occured. The patient had presented initially due to current stable angina (ccs class1). The lesion being treated was located in the proximal right coronary artery (prox rca) with 90% stenosis and was 8 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and implanting a 3.00 x 12 mm taxus liberte stent. Post-dilatation was performed with 0% residual stenosis. Post- index procedure, post-stent deployment ivus revealed incomplete apposition. Treatment optimization included post dilatations with a non-compliant balloon. The physician also treated the mid-distal right coronary artery which had a 60% stenosis and was 8 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and a 3.00 x 12 mm taxus liberte stent. Post-dilatation was performed with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. No further complications were reported